Event description:
During the atrial fibrillation procedure, when the puncture was performed and an attempt was made to aspirate blood with a syringe, air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No air movement to the patient confirmed and no additional puncture was required when the introducer was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.